Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). When asked to clarify the statement, they felt a clicking or tapping sensation inside them, the hcp reported that it was unknown and the patient did not report that to them. It was unknown if the cause of feeling clicking or tapping sensation inside them was determined and was not told to their office. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient stated it was painful after surgery, so they reduced the settings a couple of notches. However, over the last few days, they have felt a clicking or tapping sensation inside them, and it hasn't been helping their urgency as it should. The patient expressed a desire to rearrange the settings in hopes of finding something that works better for them. Agent asked what changes the patient had made, and the patient stated they have not altered the programs. Patient mentioned they were at a setting of 0.9 after surgery, but even with the after effects of anesthesia, it was very painful. They initially reduced it to 0.6 for the first few days, then increased it to 0.7, and attempted to go up to 0.8, but experienced pain, so they returned to 0.7. The patient was advised to consult their healthcare provider (hcp) for further assistance. They mentioned their follow-up appointment is in over a month.